Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy (no complications)") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 638492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's past medical history included multigravida. Concurrent conditions included parity 5 and caesarean section. Concomitant products included iron, paracetamol (tylenol es) and prenatal vitamins. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event split for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) /heavy periods (event split for coding)"), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("pain down legs /radiating leg pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (caesarean section) and surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, pelvic pain, pain in extremity, dysmenorrhoea and back pain outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered back pain, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, patient took treatment for menorrhagia and dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Reporter was added. Patient details, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Indication for essure was added. Event severe physical injuries has been replaced with events pregnancy (no complications), device ineffective, abnormal bleeding (vaginal, menorrhagia), pain, pain down legs /radiating leg pain, dysmenorrhea and back pain were added as events. Lot number of essure received. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), device expulsion ('migration of essure device - location of device: right essure not found on x-ray\ migration or perforation -yes'), perforation ('migration or perforation') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure (batch no. 638492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's medical history included multigravida and premature birth. Previously administered products included for prevent pregnancy: ortho-trycyclen from 2006 to 2008. Concurrent conditions included parity 3, caesarean section and sickle cell trait. Concomitant products included anesthetics, general, iron from 2015 to 2018, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins) from 2014 to 2015 and paracetamol from 2015 to 2018. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) /heavy periods"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pain in extremity ("pain down legs /radiating leg pain") and back pain ("back pain/lower back pain"). The patient was treated with surgery (caesarean section, essure removal done and removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, pain in extremity, dysmenorrhoea and back pain outcome was unknown and the device expulsion had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device expulsion, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had a tuboligation - not sure the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in 2009: results: total bilateral occlusion, r-essure found on x-ray. Diagnostic results: on (B)(6) 2016, patient took treatment for menorrhagia and dysmenorrhea. It was reported that admitted with triplets at 25 weeks 5 days estimated gestational age in active labor. It was reported that intrauterine pregnancy, admitted with triplet infants at 25 weeks and 5 days, in active labor. Emergency cesarean section done and delivered preterm triplet infants weighing 810 g, 719 g, and 740 g. The device was in good position with 4 trailing coils on the left side and right had 0 trailing coils. On (B)(6) 2009, she had scout film for essure confirmation which shows evidence of an essure micro insert on the left with none seen on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic'), device expulsion ('migration of essure device - location of device: right essure not found on x-ray\ migration or perforation -yes'), perforation ('migration or perforation ') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure (batch no. 638492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's medical history included multigravida and premature birth. Previously administered products included for prevent pregnancy: ortho-trycyclen from 2006 to 2008. Concurrent conditions included parity 3, caesarean section and sickle cell trait. Concomitant products included anesthetics, general (general anesthesia), iron from 2015 to 2018, medroxyprogesterone acetate (depo-provera), minerals nos;vitamins nos (prenatal vitamins) from 2014 to 2015 and paracetamol from 2015 to 2018. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) /heavy periods"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pain in extremity ("pain down legs /radiating leg pain") and back pain ("back pain/lower back pain"). The patient was treated with surgery (caesarean section, essure removal done and removal of essure). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, perforation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, pain in extremity, dysmenorrhoea and back pain outcome was unknown and the device expulsion had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device expulsion, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain, perforation, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had a tuboligation - not sure the essure was removed diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in 2009: results: total bilateral occlusion, r-essure found on x-ray. Diagnostic results: on (B)(6) 2016, patient took treatment for menorrhagia and dysmenorrhea. It was reported that admitted with triplets at 25 weeks 5 days estimated gestational age in active labor. It was reported that intrauterine pregnancy, admitted with triplet infants at 25 weeks and 5 days, in active labor. Emergency cesarean section done and delivered preterm triplet infants weighing 810 g, 719 g, and 740 g. The device was in good position with 4 trailing coils on the left side and right had 0 trailing coils. On (B)(6) 2009, she had scout film for essure confirmation which shows evidence of an essure micro insert on the left with none seen on the right. Most recent follow-up information incorporated above includes: on 24-feb-2020: ppf received: reporter information was added. Event device expulsion was updated with perforation nos. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device - location of device: right essure not found on x-ray"), pregnancy with contraceptive device ("pregnancy (no complications)") and pelvic pain ("pain pelvic") in an adult female patient who had essure (batch no. 638492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's past medical history included multigravida and premature birth. Previously administered products included for prevent pregnancy: ortho-trycyclen from 2006 to 2008. Concurrent conditions included parity 3, caesarean section and sickle cell trait. Concomitant products included anesthetics, general (general anesthesia), iron from 2015 to 2018, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol es) from 2015 to 2018 and prenatal vitamins from 2014 to 2015. In 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) /heavy periods"). On an unknown date, the patient experienced pain in extremity ("pain down legs /radiating leg pain") and back pain ("back pain/lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (caesarean section) and surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation had not resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, pelvic pain, pain in extremity, dysmenorrhoea and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device dislocation, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had a tuboligation - not sure the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in 2009: total bilateral occlusion, r-essure found on x-ray on (B)(6) 2016, patient took treatment for menorrhagia and dysmenorrhea. It was reported that admitted with triplets at 25 weeks 5 days estimated gestational age in active labor. It was reported that intrauterine pregnancy, admitted with triplet infants at 25 weeks and 5 days, in active labor. Emergency cesarean section done and delivered preterm triplet infants weighing 810 g, 719 g, and 740 g. The device was in good position with 4 trailing coils on the left side and right had 0 trailing coils. On (B)(6) 2009, she had scout film for essure confirmation which shows evidence of an essure micro insert on the left with none seen on the right. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Added event : migration of essure device - location of device: right essure not found on x-ray. Processed with follow up number 4, dated (B)(6) 2018. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device - location of device: right essure not found on x-ray"), pregnancy with contraceptive device ("pregnancy (no complications)") and pelvic pain ("pain pelvic") in an adult female patient who had essure (batch no. 638492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's past medical history included multigravida and premature birth. Previously administered products included for prevent pregnancy: ortho-trycyclen from 2006 to 2008. Concurrent conditions included parity 3, caesarean section and sickle cell trait. Concomitant products included anesthetics, general (general anesthesia), iron from 2015 to 2018, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol es) from 2015 to 2018 and prenatal vitamins from 2014 to 2015. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) /heavy periods"). On an unknown date, the patient experienced pain in extremity ("pain down legs /radiating leg pain") and back pain ("back pain/lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (caesarean section) and surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion had not resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, pelvic pain, pain in extremity, dysmenorrhoea and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device expulsion, dysmenorrhoea, menorrhagia, pain in extremity, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she had a tuboligation - not sure the essure was removed diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in 2009: total bilateral occlusion, r-essure found on x-ray on (B)(6) 2016, patient took treatment for menorrhagia and dysmenorrhea. It was reported that admitted with triplets at 25 weeks 5 days estimated gestational age in active labor. It was reported that intrauterine pregnancy, admitted with triplet infants at 25 weeks and 5 days, in active labor. Emergency cesarean section done and delivered preterm triplet infants weighing 810 g, 719 g, and 740 g. The device was in good position with 4 trailing coils on the left side and right had 0 trailing coils. On (B)(6) 2009, she had scout film for essure confirmation which shows evidence of an essure micro insert on the left with none seen on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.